Event description:
Aortascan appears to be reading only a portion of the aorta and reading less than 3cm. When manual measurement is completed the size is greater than 3cm.

Manufacturer narrative:
Additional device system component part number: 0570-0309/p7001197. The reported malfunction was not confirmed. Inaccurate aortic diameter measurement.